Event description:
The pt has two leads (from the same lot) implanted as part of her scs system. It was reported the pt is not receiving effective stimulation. It was also reported the pt fell recently. Reprogramming was unable to resolve the issue. Subsequently, the pt met with the physician and a fluoroscopy was performed and determined the lead may be fractured or may have pulled out of the header. The pt plans to address this issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.